Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician had difficulty with the right ventricular (rv) lead helix during implant. The screw was rotated 14 times. The physician wanted to reposition the lead which resulted in an additional 20 rotations for helix to fully retract, followed by another 25 rotations for helix to fully extend again. The lead dislodged during implant procedure. The physician attempted to retract and extend helix, but was still having difficulties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.